Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, wrinkling, pain, breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast implant surgery procedure with mentor medical devices (sal smooth rnd diap 375cc date of implant (B)(6) 2012) has experienced right-side breast implant deflation, which complicated with breast pain and lymphadenopathy at right armpit. The patient also reported that ¿the right breast implant is really rippling and is visible through the skin. Lumps on the top and bottom of the right breast.¿ no further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated.